Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the screw fractured over the guide wire during implantation. The event occurred intraoperatively during a trauma procedure for calcaneus reconstruction. Pre-drilling was performed according to surgical instructions, and all steps were followed. The screw was fully inserted at the time of fracture, which was detected via x-ray. The screw head and shaft were removed, but the tip was left in the patient as its location could not be determined during the first surgery. A CT scan postoperatively revealed the tip in the joint space, and it was successfully removed during a second procedure. The event resulted in a prolonged surgery by 20 minutes and required additional medical intervention, including imaging and a second surgery. The procedure was ultimately completed, and fragments were generated, with the screw tip initially left in the patient.